Event description:
It was reported that the patient underwent a revision procedure wherein the lead was repositioned to better cover the left side of pain. The lead remains implanted, and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.